Event description:
Boston scientific received information that a yellow alert was generated for this system due to a ventricular tachycardia (vt) episode. A review of the data showed noise which had been oversensed causing pacing pauses greater than two seconds for this patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.